Event description:
The customer reported low bgs. The customer indicated that most recent bgs were high. In addition it was informed that the paramedics were called out and the customer was treated with glucose IV. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer indicated a possible over bolus. Suggested the customer to call the doctor to discuss possible causes of low bgs. Also the customer mentioned that they have lumps after removing the set.